Event description:
The complaint/event involved a connector tego¿ that reportedly disconnected from the line (with a blood output of approximately 20cc) after two minutes after the start of hemodialysis treatment in the renal unit. The catheter connection was made, the returns of patent lumens were checked and it was connected to the machine, maximum venous pressure was evident, lumen permeabilization was performed, with successful return. It was connected again and maximum venous pressure was evident, and minimum transmembrane pressure. In an emergency, the linear was connected directly to the branch of the catheter, observing pressure normalization venous and transmembrane, which concludes dysfunction of the tego device. The connector was then changed. There was no patient harm/death or medical intervention.

Manufacturer narrative:
The device is not available for investigation as the customer discarded it. A review of the device history record is pending. Initial reporter full phone number information: (B)(6).

Manufacturer narrative:
The complaint of dysfunction of the tego device on item lat-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.